Event description:
It was reported that after a black-out in a hospital, an intensive care ventilator evita 4 stopped ventilating. According to the user, the device reacted as specified for the given situation as it detected the loss of mains and generated a corresponding alarm. The patient reportedly died.

Manufacturer narrative:
The device is not available for investigation as it has been seized by the responsible prosecutor's office. We will provide possible further results within a separate follow up report.